Event description:
During on-site service testing, the baxter repair tech reported an infusion pump a failure code 814:04. Info was not provided regarding whether or not the failure occurred during an infusion.